Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the blue patient pin of the cycler set during stat drain 3 of their pd treatment. The patient reported receiving a notice filling slowly alarm during fill 3 of 5 of treatment multiple times. The patient then bypassed to a stat drain and cancelled treatment. The patient was looking at the blue patient pin and noticed it was broken with fluid leaking from the pin. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised to re-setup with new supplies. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that a second cassette was used in a new setup during the same treatment, and it also had a leak. There was no fluid found near or in the cycler itself. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler sets were available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the blue patient pin of the cycler set during stat drain 3 of their pd treatment. The patient reported receiving a notice filling slowly alarm during fill 3 of 5 of treatment multiple times. The patient then bypassed to a stat drain and cancelled treatment. The patient was looking at the blue patient pin and noticed it was broken with fluid leaking from the pin. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised to re-setup with new supplies. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event and that a second cassette was used in a new setup during the same treatment, and it also had a leak. There was no fluid found near or in the cycler itself. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient skipped the remainder of peritoneal dialysis treatment. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler sets were available to be returned to the manufacturer for physical evaluation.